Manufacturer narrative:
Based on the completed investigation, the reportable event was due to liquid immersion and defects in the plug and circuit board. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician identified an e315 scope-communication error due to liquid immersion and defects in the plug and circuit board. There was no patient involvement.